Event description:
A peritoneal dialysis (pd) nurse called to replace her patient's cycler due to the patient experiencing shortness of breath (sob) during treatments on (B)(6) 2013. Per the pdrn the patient's daughter was concerned about the patient not draining enough. The pdrn thought it could have been catheter related, so placement was checked. Catheter placement was noted to be good. Upon further investigation the pdrn believed the daughter was not letting the machine run long enough to drain. The registered nurse educated the daughter. The registered nurse stated that the pt was experiencing shortness of breath due to his chronic congestive heart failure (chr). The nurse also reported the patient's shortness of breath related to congestive heart failure resulted in two hospitalizations on (B)(6) 2014 and again on week of (B)(6) 2014. The patient's congestive heart failure is an ongoing issue.

Manufacturer narrative:
Add'l attempts to the patient have been made with no add'l info provided. This MDR includes all event info received to date. Due to the lack of add'l info and the allegation of shortness of breath that required hospitalization this MDR is being filed as a serious injury. A follow-up MDR will be submitted after a clinical review by the medical direction, and plant investigation is completed. Associated complaints: 2937457-2014-00128, 2937457-2014-00129 and 2937457-2014-00130.